Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was found unrespoinsive due to syncope and asystole. Upon review of the episode was determined that the patient experienced ventricular tachycardia which was determined non-sustained or below the rate cutoff limit by the device. The device operated as programmed and did not deliver therapy. The physician reprogrammed the device to remedy the issue.